Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastrectomy procedure. The stapling device was being used to transect the stomach. The stapler was only able to fire the proximal end of the reload for a second. It could not staple from central to distal.all of the status indicator lights were solid. In order to resolve the issue and complete the case, changed the reload. There was no patient harm. The patient status is alive, no injury. The device sterilization method is autoclave and type of cleaning is manual.